Event description:
It was reported that the right ventricular lead had high impedance. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274trk, implantable cardioverter defibrillator, (B)(6) 2011. A 4193, implantable pacing lead, (B)(6) 2007. (B)(4).